Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against this product and lot code combination. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
The patient was revised because the glenosphere had unscrewed from the metaglene, the surgeon retightened.